Manufacturer narrative:
The wallstent endoprosthesis endoscopic biliary returned and was evaluated for the reported failure. A visual evaluation confirmed that the t-bar connector had detached from the outer sheath and severe kinks were visible along the length of the shaft. The evaluator attempted to retract the outer sheath by hand, but a restriction occurred, and the attempt was unsuccessful. The cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2005, that a wallstent endoprosthesis endoscopic biliary was used during a procedure performed in the same month, (patient age, gender and weight are unknown). According to the complainant, the stent delivery system became stuck during deployment. The failed device was removed by the doctor with scissors. Procedure completed with another metallic stent (product and manufacturer unknown).